Event description:
Event description: bsx farapulse pfa system in use. It was reported that the patient suffered asystole during a farapulse pfa ablation for afib. The caller stated that the ganglionic plexus was ablated. The patient was a-systolic for 70-80 seconds, noticed on the claris recording system. The physician attempted cs catheter pacing but stimulation was not capturing heart tissue, no pacing artifact was seen on claris. The patient spontaneously regained a slow rhythm after 70 - 80 seconds. No interventional measures were taken. The last known patient status was stable. Fse follow-up requested. The cs catheter pacing was routed through the claris recording system, carto 3 system uses the new ECG/pacing card. To troubleshoot they switched pacing channels from 1 to 2 then back to channel 1, without resolution. They tried rebooting the recording system and stimulator, without resolution. No other catheter pacing was attempted. While troubleshooting the pacing issue the patient regained rhythm. Pentaray catheter d-curve, 2-6-2 catheter was in use but had been removed/disconnected prior to the adverse event (unknown catalog and lot information, catheter unavailable). Carto 3 system serial number: (B)(6); software version: 8.1.0.325; petal xml in use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)